Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused low oxygen levels and a heart attack. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused low oxygen levels and a heart attack. The patient did receive medical intervention and reported to have been hospitalized. The event is assessed as not related to the recalled device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged left side of the heart is not getting enough oxygen and patient has had heart attack. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord, pil tech was able to confirm that the device powers on and provides airflow. During review of the error logs, pil determined that the device was likely reset prior to pil receipt due to the machine having 5869.8 hours and 0 blower and therapy hours. There were no errors logged and care orchestrator data was not available for download. During the investigation, pil observed an unknown dust contaminant on the front panel, bottom enclosure, blower, and blower seal. Evidence of liquid ingress was observed to the blower and blower b box. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). See ER 2244873 (v01) for the procedure used to make this determination. Pil is unable to directly address the symptoms or complaints. The device's downloaded event log was reviewed by the manufacturer and found 0 error. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.